Event description:
It was reported that she was at the horse barn on friday (B)(6) 2024 and there was a vet there and the vet said she was using a magnetic pulse stim on a horse and told everyone to put their phones and programmable keys far away. Pt states about half hour later she noticed stim was off and she had prickling in her feet and nerves in her back. Pt states she charged the ins that morning before heading to the barn. Pt states when she got home, she tried to connect to the ins and the controller was showing no device found. When pt plugging in the rtm the controller was still showing no device found. Pt states she has been trying about 30x and is still getting no device found. Agent consulted tech regarding emi agent reviewed emi pt states she texted mdt rep - asked last name unknown and he told her that it could be the rtm. Pt states rep was made aware of emi pt states she charged the ins with no issues before heading to the barn that morning. While on the call agent had pt unplug any cords to the controller and reset the controller by removing the battery pack. Pt plugged the controller into the ac power cord with out the bp and the controller powered on. Agent had pt put the battery pack back in and pt was able to press/hold to unlock and controller is showing no device found. Pt plugged in the rtm and pt is getting the passive recharge screen. Pt states it is going to the passive recharge screen then getting to charge excellent then back to the passive recharge screen then charging excellent but it will not stay on charging excellent. Pt then states, "about 6 months ago or so" she noticed the sheathing on the rtm wire was peeling and then states she has been having issues charging "for about 6 months or so. And states the ac power cord also has been peeling for about the same time frame. Agent sent email to repair to replace the rtm / ac power cord and reviewed if the replacement does not resolve the issue it is recommended to have the ins interrogated by doctor. Agent updated prs with correct house number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.